Event description:
Patient reported their bottom front teeth are now loose, they are able to wiggle each morning after wearing the aligners. They also have a problem with their bite, the bottom canines are now rubbing the upper canines and wearing down the tooth enamel. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.